Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was in a car accident and reportedly experienced head trauma. The recipient is presenting with pain and sound quality issues. A review of the CT scan indicates extrusion. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode array was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of short circuits could not be confirmed during this analysis, which was limited in some respected to the electrode being damaged prior to receipt. This device passed all the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.